Event description:
It was reported that the user experienced sustained high glucose with multiple occlusion alerts on an ilet system, used an infusion set and cartridge, removed and reattached long tubing around showering, and required live guidance to perform a site change; the device component involved was the infusion set/tubing, and the event context suggested an improper or incorrect procedure or method related to disconnection and anchoring. Symptoms included hyperglycemia and user distress. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with handling of the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.